Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the implant threads and collar. The returned implant was measured and matched the print specifications. The product experience report (per) indicates the patient has a history of clenching. The reported product was located on tooth # 18 and used for approximately 1.5 years. The reported event could not be recreated due to the nature of the dental device and event (implant removal). The customer has not provided additional pictures or x-ray images of the product. A device history record (DHR) could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. It was reported that the implant was removed from site 18 for unknown reasons. Based on evaluation of the returned product, no device malfunction was detected. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device catalog and lot numbers not provided/unknown.

Event description:
It was reported that the implant was removed from site 18 for unknown reasons.